Event description:
It was reported that during a da vinci-assisted procedure, the surgeon was using the vessel sealer extend (vse) and the tip broke off in the patient. A fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The surgical task being performed at the time the fragment fell into the patient was grasping tissue. It is unknown what the surgeon believes caused the breakage. The instrument was in use for less than 10 minutes. The surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any other instruments or hard materials during the procedure. The fragment did not fall into the patient as a result of an instrument tip or accessory collision. The instrument was removed after breaking, with no resistance noted. No other damage was observed. Upon final removal, the arm was still attached but loose. The customer inspected the inside of the cavity and the instrument after removal. No additional surgical procedure was required to remove the fragments. No x-ray was performed. The procedure was completed robotically, with no injury to the patient. The patient has not returned to the hospital due to experiencing any complications related to retaining a foreign object. The instrument is available for return, and images are also available for review.

Manufacturer narrative:
The vessel sealer extend (vse) instrument has not been received for failure analysis evaluation.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed and found to have a bent knife cable to be related to the customer reported complaint. A visual inspection found the knife cable was bent at the distal end. The bent knife cable was causing the knife to not retract fully. This caused the jaws not to fully close. The instrument was also found to have a scratched grip tip. Both sides of the grip tips had several scratches. The scratch marks measured approximately 0.1270" in size.

Event description:
Refer to h11 for follow-up information.